Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this previously capped right atrial (ra) lead was part of a system revision due to infection. Reportedly, the device of the patient was exposed. There were no additional adverse patient effects reported. As of this time, this previously capped ra lead remained capped.